Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, approx 7 days post implantation of the lvad, the pt had been experiencing elevated pump power. Plavix, asa 325 mg and coumadin were part of the pt's medications post implant. A ramp echo at the time of transfer to the rehabilitation facility had shown some concern for pump thrombosis. The pt's pre-op lactate dehydrogenase (ldh) levels were reported to be in the 200s and on the day of discharge the ldh level was at 765. After two weeks of support on the lvad, the pt was readmitted from the rehab center with worsening shortness of breath, confusion, and elevated ldh to 1640. The pt's ldh continued to rise to a high of 3000 with other signs of hemolysis including dark urine. A ramp study was done again with a pa catheter in place and the pt was started on dobutamine. The pump speed was reduced to 8600 rpm. The hosp subsequently made a decision to exchange the lvad with another lvad due to continued hemolysis and rising ldh levels.

Manufacturer narrative:
The pt has since been extubated, remains ongoing on lvad support, and is reportedly doing well. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.